Event description:
It was reported that one month post operatively, the patient experienced intense chest pain. During an ablation procedure, a polarx catheter was selected for use. Approximately one month post operatively, (march 2024) the patient reported an episode of intense anginal chest pain with no abnormalities found on ischemic myocardial scintigraphy. No further information was provided, nor was additional information available via good faith effort (gfe). The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.